Manufacturer narrative:
(B)(4). The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume infusor had ruptured. This occurred during patient infusion. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the device identified the ruptured bladder. Microscopic examination found markings on the exterior surface of the bladder near the rupture line. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.